Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens was scratched. There was no patient contact. Additional information has been requested, received and stated the lens was scratched by injector.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.10. Additional information provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of scratched lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).